Event description:
A hospital in (B)(6) reported, via a distributor, that the elbow connector of an rt104 adult breathing circuit disconnected very easily from the pressure line. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the elbow connector of the returned rt104 adult breathing circuit was tested for tightness of fit by connecting to the pressure line. Results: the investigation confirmed the loose connection between the elbow connector and the pressure line. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the elbow connector and the pressure line are glued together to ensure tight connection. It is mostly like the amount of glue placed between the elbow connector and the pressure line was not sufficient enough resulting in a loose fit. (B)(4).